Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A nurse at the user facility reported a leak from the arterial line of the fresenius combi set bloodline tubing during a patient's treatment. The source of the leak was unable to be determined by the facility staff. There was no patient harm or adverse event reported. Additional follow-up with the nurse revealed the patient had been running for two hours when she noticed blood dripping from the machine, coming from the line. The nurse was unable to locate the hole on the line. Additional information was requested and was not received to date.

Event description:
Additional information was provided by a facility registered nurse (rn), who indicated a hemodialysis (hd) patient was connected to the 2008t hd machine when the blood leak was observed. The serial number was not provided. The 2008t hd machine generated a blood leak alarm one hour and 52 minutes after the hd therapy was initiated. The rn stated the bloodlines used were fresenius. The leak was noted as being an external blood leak at the arterial extracorporeal circulation line. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was not provided. The rn stated blood was visually noted and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient discontinued hemodialysis treatment and signed an ama (against medical advice) form. Per rn the sample was discarded and was no longer available for return for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A nurse at the user facility reported a leak from the arterial line of the fresenius combi set bloodline tubing during a patient's treatment. The source of the leak was unable to be determined by the facility staff. There was no patient harm or adverse event reported.